Event description:
The customer's mother called to report a blank display and a high pitched sound after a battery change. Troubleshooting was performed, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty component on the mother board.